Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm and pump error alarm found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced critical pump error alarm. The customer's blood glucose value was 212 mg/dl. The customer stated that critical pump error displayed on the pump screen while in the hot tub. The product was returned for analysis.